Event description:
Philips received a complaint on the v60 ventilator indicating that the backup alarm had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. At the repair center, the field service engineer (fse) could not duplicate the backup alarm failure and the issue was not confirmed in the event log of the device. No other abnormality could be found following the service. The investigation concludes that no further action is required at this time.